Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer needs a replacement door seal for this tub because the one on the tub has torn.